Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced increased pacing impedance and thresholds and also oversensing. It was also reported by the patient that the lead broke and the patient alert triggered. The defibrillation portion of the lead is still active and another pacing lead was implanted. No patient complications have been reported as a result of this event.